Event description:
It was reported that gas leaked from the tcm. The issue was identified when the product was being installed. No patient injuries were associated with this complaint.

Manufacturer narrative:
The unit was returned to the manufacturer for evaluation but arrived damaged. As a result, additional investigation of the source of the gas leak or any performance evaluation was not possible. The product was scrapped. This report is being submitted to the FDA as a result of a retrospective review of product complaints.